Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2025.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly difficult to remove from guidewire. It was further reported that balloon was detached from its delivery system. The balloon along with the sheath were removed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of (B)(6) 2022. The correct g3 date is (B)(6)2022. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold catheter loaded into an unknown sheath was returned for evaluation. The balloon had break on the proximal end, exposing the inner guide wire lumen. No other anomalies were noted during the visual evaluation. During functional testing, an attempt was made to remove the balloon proximally from the sheath, but it was unsuccessful. The balloon was broken at the proximal glue joint but was still attached to the distal end of the catheter and the guide wire lumen was noted to be exposed. No further testing could be performed due to the condition of the sample. All the anomalies noted on microscopic observation. The investigation for the reported guide wire removal issue remains inconclusive as the functional testing couldn't be performed due to the condition of the device. The investigation for the reported break is confirmed, as the returned balloon was broken at the bond joint but was still attached to the distal end of the catheter. The investigation is also confirmed for the identified sheath removal failure, as the returned catheter was loaded with an unknown sheath and during the functional testing, the balloon was unable to be removed from the sheath. The reported break of the balloon at the proximal end of the glue joint might lead to reported difficulty removing the guide wire and identified sheath removal failure from the catheter. The definitive root cause for the reported guide wire removal issue, reported break and identified sheath removal failure could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 01/2025), g3 h11: b3, b5, h6 (device, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to be removed over the guidewire. It was further reported that the balloon allegedly detached from its delivery system. Reportedly, the sheath with the dislodged balloon was removed via the wire access. The procedure was completed using another device. There was no reported patient injury.